Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10. Result of investigation: the service technician was able to verify customer's reported problem "flow is off" and "vent getting hotter than normal". All testing performed with good known test ac adapter and patient circuit connected. The device passed 144 hours extended tests at run-in settings with no abnormalities. Placed unit on warm-up and vent temperature was proper.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the flow of the ltv 1150 unit is off and the unit is hotter than normal. At this time there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the flow valve and performed a failure investigation. As per visual inspection performed there was no indications of damage or misuse. The uut (under unit test) was installed on a test stand as received and underwent several testing in an effort to duplicate the failure. The original complaint was duplicated. The uut was tested and found to require cleaning. As result of the investigation the root cause of failure is associated with failure to follow manufacturer's instructions.